Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g3, h6 (type of investigation). For complaints that were identified to have incorrect docking of the console in the system or absence of ac power : the root cause is "user related." CAPA 326047 is initiated to implement software update to include iabp docking status indicator in the cardiosaves ui.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding battery not charging and low helium alarm. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g3.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Corrected fields-e1- event site telephone, h6-component. Updated fields- b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. It was reported by the rn marcie through the emergency support program (esp) that during use of the cardiosave intra-aortic balloon pump (iabp), she contacted support with questions regarding helium levels and battery status. There was patient involvement however, no adverse event reported. Troubleshooting identified the console in rescue mode with low helium and battery in use alerts. Reengaging the pump into the hospital cart resolved the battery alert. Due to persistently low helium and uncertainty regarding alarm timing, esp personnel recommended replacing the helium tank. Although a replacement was not immediately available, marcie later confirmed the tank was successfully replaced, and the console was functioning properly. She expressed appreciation for the support and reported no further needs. Based on the information provided by the emergency support program (esp) personnel, the issue was resolved by replacing the helium tank. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned. For complaints that were identified to have incorrect docking of the console in the system or absence of ac power - the root cause is user related. CAPA 326047 is initiated to implement software update to include iabp docking status indicator in the cardiosaves ui.